Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient was very sick, experiencing seizures, altered mental status, lacrimation, rhinorrhea, and headache along with being unable to speak. Additionally, the patient was in the intensive care unit since 3 days ago. The event date was noted to be sometime last week. The hcp wanted to confirm the drug infusion system was not causing seizures and related symptoms. There were no audible pump alarms and it was unknown if there were reservoir volume discrepancies. No further issues were reported.